Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope produced error code e315. There were no reports of patient involvement, as this event was reported during device reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction of the previous report. Updated fields: d8, h2, h3, h6, h11 corrected fields: g4 - PMA/510(k) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.